Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge revealed that the reload had a full staple complement. Functionally, the reload was applied to test media, were all staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. While stapling the stomach on the fourth reload, the stapler closed but did not fire when the handle was squeezed. To complete the procedure, another handle and reload were used. No patient injury or extension in surgical time. Patient status is alive, no injury. Another manufacturer's (gore) reinforcement was used.